Event description:
Olympus workstations are designed for use with a range of olympus equipment to facilitate endoscopy procedures. The workstation has transformer which is located underneath and to the rear of the lower shelf. The transformer is connected to the mains power supply by a power cord and plug. Olympus equipment is connected to power cord and plug. Olympus equipment is connected to the transformer to facility endoscopy procedures. (B)(4). Has been made aware that during an unknown procedure the power of the wm-np2 was shut down and a spark was generated from the plug of the power cable. There is no report of patient injury and this report is submitted in an abundance of caution.

Manufacturer narrative:
The subject device has been returned to olympus (B)(4). A burn on the plug of power cable has been observed. (B)(4) has requested the return of the power cord and plug to enable us to conduct a full investigation. There is no report of patient injury and this report is submitted in an abundance of caution.